Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patient feel electric shocks on the legs and have pains in area that did not have before the surgery. The patient underwent an explant procedure.